Manufacturer narrative:
Second step surgery performed on (B)(6) 2023, confirmation of surgery received on 24 february 2023. New devices implanted successfully.

Event description:
Revision surgery at about 3 years and 3 months from primary for infection. All devices revised successfully and spacer implanted.

Event description:
Revision surgery at about 3 years and 3 months from primary for infection. All devices revised successfully.

Manufacturer narrative:
Batch review performed on 12 january 2023: lot 1902240: (B)(4) items manufactured and released on 29-may-2019. Expiration date: 2024-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional items involved in the event, batch review performed on 12 january 2023: cup: versafitcup 01.26.45.0052 acetabular shell cc trio ø 52 (k103352) lot. 1901418 lot 1901418: (B)(4) items manufactured and released on 19-jun-2019. Expiration date: 2024-06-05. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 1901944 lot 1901944: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-03. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Liner: mectacer 01.29.413 ceramic liner ø 36 / e lot. 1900819 (not registered in us) lot 1900819: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.